Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 700 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. Insulin leaked from the connection between the reservoir and the infusion set during the first high pressure test. The high pressure test was repeated with a new reservoir and infusion set, but it failed. No infusion site problems were noted. However, the customer stated that she was told by her doctor to reuse the infusion sets until the tubing cracks. The customer was advised to change the infusion sets every 2-3 days. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.